Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip cover accessory of the monopolar curved scissors (mcs) had come off and fell inside the patient. The mcs tip cover accessory was found and retrieved without any harm to the patient, during the same procedure. The procedure was converted to open surgery. On (B)(6) 2022, the following additional information was obtained: the surgeon was able to retrieve the mcs tip cover accessory via open surgery. The surgeon visually confirmed that the mcs tip cover accessory was removed with no other fragments remaining.

Manufacturer narrative:
The affected mcs tip cover accessory involved with this complaint is not expected to be returned to isi for failure analysis testing. The root cause of the mcs tip cover accessory falling off the instrument and inside the patient cannot be determined without the product being returned. A log review confirmed the procedure date of (B)(6) 2022 on system sk3048. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure. The item was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the mcs tip cover accessory to fall inside the patient.